Manufacturer narrative:
This lead remains and has not been returned ; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance ( 116 ohms - 142 ohms), oversensing and high thresholds 3.2 mv. The device remains implanted. No adverse patient effects have been reported.